Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
This event was created based on the information contained in a journal article, because it identified adverse event included a guidant/boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD) devices and electrodes. A study was done of approximately 81 patients ages 8 years of age to 18 years of age. Sixteen patients (21%) experienced 17 complications, 7 device-related complications and 10 patient received inappropriate shocks. There were 2 complications lead tip wound erosion and inappropriate shock due to noise oversensing were detected. T-wave oversensing occurred in one patient. The smart pass, a novel sensing methodology was not available.. Device reprogramming (higher limits of fibrillation detection, change of detection vector) and surgical revision were able to resolve the oversensing. Entrapped air around the lead that caused non-cardiac oversensing and resolved spontaneously. There seemed to be a trend towards less complications in intermuscular devices in comparison with subcutaneous devices. Attempts to obtain the model and serial number of these products, and patient outcomes, have been unsuccessful.